Event description:
Boston scientific received information that the physician was burst pacing the patient with this cardiac resynchronization therapy defibrillator (crt-d). The patient, who was device dependant, was in atrial tachycardia. However, it was reported that there was pacing inhibition over two seconds during this burst pacing. There was inquiry if there was backup pacing available. The patient had no adverse effects and had an escape rate in the 20 beats per minute range. Technical services discussed the possibilities and programming options.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.